Event description:
Reportedly, during start up, the unit showed a "flow sensor error". The flow sensor was changed and the problem was solved. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).